Event description:
Pump malfunction telemed page c/b to pt, pt sts her freedom60 pump is malfunctioning and she has already drawn up her two vials. Troubleshot pump w/o result. Page forwarded to rx on call for pump replacement and direction for medication storage. Pt declined further needs.